Event description:
Complainant alleged that when the clinician powered the device on to use on a patient, the device started to self-charge. Complainant indicated that the device was not yet attached to the patient, therefore there was no patient involvement in the reported malfunction.